Event description:
It was reported that the model number on the pump packaging was incomplete. "8637-4" was displayed instead of "8637-40." Due to the incomplete model number, the physician opened the wrong pump model. He assumed the pump was a 20 ml model instead of the 40 ml model. The 40 ml pump was never implanted, and the event did not involve a patient. There were no drugs in the pump at the time of the event.

Manufacturer narrative:
(B)(4).